Event description:
Repair center: alleged low o2/yellow light and key is tie wraps are defective unit has 290 hours. Per independent repair center statement, low o2 or yellow light. The key failure was that the tie wraps on the pe valve were defective.